Event description:
It was reported patient experienced skin erosion at the leads and anchors sites. Surgical intervention was undertaken on 01jul2026 wherein the leads and anchors were explanted and replaced to address infection. Patient was prescribed antibiotics and topical ointment to address the issue. Patient has recovered and therapy has been restored post-op.

Manufacturer narrative:
Date of event is estimated. A suspected infection at patient¿s lead(s) and anchor site(s) was reported to abbott. It was determined the skin is eroding at lead anchor site. Antibiotics were administered to the patient to address the issue. The infection has since been resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.